Event description:
It was reported that cartridge alarm occurred on tandem mobi pump during cartridge load process, with caller noting repeated cartridge alarms on consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support confirmed alarm, verified warranty and software status, arranged shipment of replacement pump.